Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In a literature review, the following information was obtained. N, zenpo., et al. "Endovascular repair of a crawford iii thoraco-abdominal aortic aneurysm using tag and excluder with debranching procedure." Japanese journal of cardiovascular surgery. 2010, vol.19 (2). 216. On (B)(6) 2008, the patient underwent debranching procedure to bilateral renal arteries and superior mesenteric artery using two surgical grafts prior to implantation of a stent graft. On (B)(6) 2009, the patient underwent endovascular repair of a (B)(6) iii thoraco-abdominal aortic aneurysm. The patient was implanted with three gore® tag® thoracic endoprostheses (tg2610/06498414, tg2815/06385083, tg2815/06490607) to treat an aneurysm from the descending thoracic aorta to the renal artery, and with gore® excluder® aaa endoprostheses (a trank ipsi-lateral leg component and an iliac extender component) to treat an abdominal aneurysm of the renal artery or below. A type ii endoleak was revealed after implantation, but the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2009 (exact date unknown), the patient was discharged of the hospital two weeks post procedure. On (B)(6) 2009, a follow-up computed tomography (CT) revealed a type ii endoleak originating from the celiac artery and the superior mesenteric artery. These arteries were coil embolized to treat the type ii endoleak. On (B)(6) 2010, in one-year follow-up study, the type ii endoleak had still persisted, but a wait-and-watch approach was taken to it. On (B)(6) 2011, in two-year follow-up study, the type ii endoleak had been resolved.

Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.